Manufacturer narrative:
(B)(4). The MDR report key is (B)(4). The MDR text key is (B)(4). The report number is mw5101469.

Event description:
Complaint found in maude database: "during de-clotting of dialysis graft thrombosis with this device, the tip of the catheter broke off while in patient and migrated to the patient's left lung. Decision made to leave in place as less risk than attempting to remove."

Manufacturer narrative:
Qn#(B)(4). The MDR report key is 11855303. The MDR text key is 252141133. The report number is mw5101469. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database: "during de-clotting of dialysis graft thrombosis with this device, the tip of the catheter broke off while in patient and migrated to the patient's left lung. Decision made to leave in place as less risk than attempting to remove."